Event description:
It was reported (B)(6) 2014 that the patient was at the clinic ¿last month about the (B)(6)¿ and told them she wanted the implantable neurostimulator (ins) removed because it started to make ¿things¿ worse. There was a loss of therapeutic effect. The patient changed settings on it for a year and it just made it worse. The patient had adjusted it many times. The stimulation was in the correct location but it was not tolerable. The patient would go shopping, get to the car and have to turn it off because ¿they could not stand it even at a low setting.¿ the patient stated ¿someone¿ from the manufacturer called ¿a couple of weeks¿ prior to (B)(6) 2014 but the patient did not remember the name. At the end of the call on (B)(6) 2014 the patient stated they did not really want to have the ins removed. Later, the patient called (B)(6) 2014 and reported that the ¿stim stopped working¿ three months post-implant. The patient stated that the stim would work better if she was lying down but she could not drive or walk around with stim on. The patient noted the stimulation/therapy had been off for the ¿past year¿ and was not helping. The patient¿s back was hurting more in the past ¿couple of days.¿ it was not new pain but more intense than usual. On (B)(6) 2014, the patient went to stand up but her legs felt numb, she had some dizziness and she almost fell down. Then, the patient felt pain at the ins site. The patient stated she was trying to have the pain stim device taken out but the implant doctor would not see her. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was redirected to the healthcare professional (hcp).

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined. It was unknown if the event was related to the device or if reprogramming was required. The patient reported that her symptoms occurred 7 months after she stopped using therapy. Several reprogramming appointments were made and the patient never showed up. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).